Manufacturer narrative:
H3: analysis of the catheter found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The pump and catheter were both returned for analysis and received 2026-jan-05, however analysis was not yet complete at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 4.083 mg/day and bupivacaine 20 mg/ml at 4.083 mg/day via an implantable pump. It was reported that the patient's old pump was explanted yesterday and replaced with a new pump. This was a normal elective replacement surgery. During the procedure, the physician noted that the catheter was fractured at the end of the catheter connector toward the pump pocket. Due to this issue, the physician trimmed 28.4cm from the 8780 catheter and then added a new portion of catheter (18.7cm) from revision kit model 8784. So, patient currently has 59.3cm that were still from the original 8780 catheter, plus the new added piece of catheter from the revision kit 8784. Unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-apr-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.